Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The dt/7-4/5/75 ultra-thin diamond balloon catheter was selected for the procedure. During unpacking of the device, it was noticed that part of the balloon was sheared off. The device was not used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that balloon detachment occurred. The dt/7-4/5/75 ultra-thin diamond balloon catheter was selected for the procedure. During unpacking of the device, it was noticed that part of the balloon was sheared off. The device was not used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the shaft. The break was located at 6.2cm proximal from the tip. The break was located inside the proximal balloon bond touch-up. The balloon is tightly folded and does not appear to have been subjected to positive pressures. The balloon is fully bonded on to the broken shaft. An examination of the break site found slight stretching at the site of the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).